Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. No motor alarm during testing.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.